Event description:
It was reported that the touchscreen this programmer was freezing at irregular intervals. The programmer was rebooted but was unable to complete the interrogation due to frequent freezes. No adverse patient effects reported. This programmer was being returned.

Manufacturer narrative:
Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory. During baseline testing, the unit passed the evaluation. Field observation of unresponsive touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior. Although no device has been returned for analysis, we have received reports of similar events where the latitude programmer screen became unresponsive to touch inputs during use. In most cases, the programmer required a system reboot to complete testing. Representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause.

Event description:
It was reported that the touchscreen this programmer was freezing at irregular intervals. The programmer was rebooted but was unable to complete the interrogation due to frequent freezes. No adverse patient effects reported. This programmer was being returned. Field observation of unresponsive touchscreen was not confirmed. Touchscreen operated as intended and exhibited no unresponsive behavior.